Manufacturer narrative:
D10. Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, the surgeon articulated the reload trying to reach the bottom part of the rectum, and when trying to fire, it sounded like it was actually doing it, but it did not. The reload did not fire at all, and the articulated joint broke, exposing the internal mechanism and even not being able to be retired from the adapter in an easy way. The surgical time was extended by 25 minutes. The surgeon had to perform the staple section with a linear stapler to resolve the issue. The incision was extended less than an inch.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection of the returned videos noted: laminates could be seen herniating from the side of the reload. Inspection of the returned product noted: the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. It was reported that the instrument would not fire, the articulation joint was broken and the instrument was difficult to load. The reported issues were confirmed. The most likely cause was traced to software or user error. This issue can occur if the reload was over-articulated either manually or on a powered handle, the blowout plate can break. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.